Event description:
It was reported that the right atrial (ra) lead is suspected to have moved from its original position, suggesting a possible dislodgement. This was suspected while analyzing the x-ray results. No additional patient adverse effects were reported. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time.